Manufacturer narrative:
Siemens has completed an investigation of the reported event. Although the investigation identified a problem with the high voltage cable, a root cause could not be determined. The investigation identified a problem with the high voltage cable (p/n 10594967) which is connecting the tube with the generator. The cable was returned to the factory for investigation. During inspection, the cable showed no defect. The high voltage cable has been exchanged on site by the local service organization and the system works as specified. The manufacturer is not considering further actions resulting from this event as no further errors have been reported.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the axiom artis q floor system. The gigalix tube was exchanged due to a small and large focus error indicating a loss of x-ray ability. We are unaware of any patient involvement or impact to the state of health of anyone involved.